Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the post-operative programming; after permanent scs implant procedure on (B)(6) 2016; the patient was not receiving stimulation in right hand (pain pattern: right hand). X-rays revealed the lead was migrated. The patient remained in the hospital and the surgical intervention was taken on (B)(6) 2016 where the lead was repositioned and two scs extension were implanted. Further follow up identified the patient received effective stimulation postoperatively.